Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump failed to alarm for air-in-line.

Manufacturer narrative:
The customer¿s report that the pump failed to alarm for air-in-line could not be confirmed or replicated during this investigation. Although the pcu and pump module event logs show no log entries for the reported date (due to an irregularity with the date/time stamp which suggests the source pcu was not synchronizing the date and time to the server on the network), there was an air in line alarm associated to the source pump module s/n (B)(6) indicating the ail sensor is detecting air in the tubing. After the pump module was manually attached to the pcu, guardrails drug ID 360 (metronidazole; dose 500 mg) was programmed to infuse at both a calculated rate of 300 ml/h and vtbi of 100 ml. The infusion was started with a primary volume infused of 0 ml. (Approximately 19 minute) after the pump module was programmed, an air in line alarm occurred. One minute later, the door was opened and within one minute, the set was removed, the pump module¿s channel off key was pressed, and the pump module was manually detached. The total volume infused was recorded as 96.271 ml. No further infusions from the pump module were performed. During the investigation, the pump module¿s accumulated air setting was noted to be disabled. The accumulated air setting is designed to detect streams of air boluses that are smaller than the single air bolus setting (250ul). Results from the air-in-line threshold test method, consisting of single air bolus detection and accumulated air detection tests demonstrated the unit was operating within specifications. The inspection and testing process performed on the pump module found no existing malfunctions related to the reported issue. The device was being used for treatment. The probable cause of the customer¿s report of an air-in-line event without an alarm was identified as due to the device¿s accumulated air setting being disabled. Sample inspection: the inspection process performed on pump module s/n (B)(6) found it to be in good condition. The bezel date code was noted as 11/19 (september 2019). The ail assembly was noted with a meggitt ail s/n (B)(6), having a manufacturing date of march 2019. No other obvious issues or anomalies were identified with the device during the inspection. Log analysis results: a review of both the pcu and pump module event logs shows no log entries for the reported date (due to an irregularity with the date/time stamp which suggests the source pcu was not synchronizing the date and time to the server on the network). A review of the pcu event log shows an air in line alarm associated to the source pump module s/n (B)(6) on 29jun2001 at 8:36 pm indicating the ail sensor is detecting air in the tubing. The pcu was powered on at 7:00 pm (profile noted as adult critical care). A review of the pump module event log during the time of this noted event notes the ail bolus limit setting was set to 250l with accumulated air disabled. The pump module was manually attached to the pcu at 8:14 pm. Two minutes later, guardrails drug ID 360 (metronidazole; dose 500 mg) was programmed to infuse at both calculated rates of 300 ml/h and vtbi of 100 ml. The infusion was started with a pvi of 0 ml. At 8:36 pm, an air in line alarm occurred. A minute later, the door was opened and within one minute, the set was removed, the pump module¿s channel off key was pressed, and the pump module was manually detached. The total volume infused was recorded as 96.271 ml. No further infusion from the pump module was performed. Test results: functional testing was performed on both the received pump module and pcu along with a lab disposable set. An infusion was programmed based on the device¿s last noted infusion parameters and the infusion completed as expected. The source pump module was tested using the air in line threshold test method. It was found that the module¿s air detection system was operating within specifications. Test methods: 1503-001-010-r false air in line test method. Device history review: a review of the pump module device history record showed the device had a manufacture date of 5/06/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for s/n (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported that the pump failed to alarm for air-in-line. Although requested, further information was not provided.